Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse discussed the need for the proper sequence of events to take place during harmonic ace setup with the site's equipment technician lead. The fse tested the system and verified that it was ready for use.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy procedure, the harmonic ace instrument was not recognized. The staff tried replacing the harmonic ace instrument cord and the cable to the generator, but there was no change. The reporter further explained that the generator was also showing a red led. As a result, the surgeon elected to convert the case to open surgery. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.